Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) reused a cassette after experiencing an alarm which occurred on a homechoice (hc) while performing pd therapy. The hp stated that they used new bags, but used the same cassette because they were short on cassettes. The technical service representative (tsr) advised the hp that baxter does not recommend using the same supplies and recommended that the hp contact their pd nurse (pdrn) to let pdrn know of the event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The cause was determined to be use error. Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. Same patient as (B)(4).